Manufacturer narrative:
Device returned (B)(4) 2013. Evaluation summary: the returned drill was evaluated by the qe tech in the failure analysis lab. The manufacturing inspection per xpi-ns em210 rev d section 9.0 was performed. The drill met all acceptance criteria per the inspections, including the temperature test criteria. The highest detected temperature during the test was 92.1 degrees f. Method: test for high temperature conditions.

Event description:
It was reported that the motor was overheating, it was confirmed that there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been sent back for evaluation, no information available. Actual device not evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.